Event description:
It was reported that an unspecified investigational medication with very strict infusion time requirements was to infuse within 20 minutes with a +/- 2 minutes delta. This infusion infused faster than expected and infused for 17 minutes. The customer further stated that there were no adverse effects caused to the adult patient or family members, however the event has caused concern for the clinical team trial. It is currently unclear if this event will impact the investigational data or the patient's ability to remain in the clinical trial.

Manufacturer narrative:
Correction: d.4

Manufacturer narrative:
Correction: the customer¿s concerns that an unspecified investigational medication faster than expected was not confirmed in the logs and was not replicated during testing. Although requested, the device logs and data set were not returned for this investigation. The customer provided ikp data and the pcu logs. Physical inspection showed no anomalies. The pcu error log showed no errors or malfunctions on the reported incident date. The pcu event log had been overwritten due to continued use. Details from the alleged incident could not be reviewed the ikp report that was provided confirmed that on (B)(6) 2019 at 10:00 am, the source device was programmed to infuse at a rate of 240ml/hr vtbi 80ml. The log showed the device alarmed for ¿air in line¿. The infusion ended, the total volume infused was 68.7ml. The ikp report did not provide any additional information or actions taken by the user. Rate accuracy testing performed on the source pump module, found the device delivering IV fluids within specification. The root cause of the event was not identified

Event description:
It was reported that an unspecified investigational medication with very strict infusion time requirements was to infuse within 20 minutes with a +/- 2 minutes delta. This infusion infused faster than expected and infused for 17 minutes. The customer further stated that there were no adverse effects caused to the adult patient or family members, however the event has caused concern for the clinical team trial. It is currently unclear if this event will impact the investigational data or the patient's ability to remain in the clinical trial.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that an unspecified investigational medication with very strict infusion time requirements was to infuse within 20 minutes with a +/- 2 minutes delta. This infusion infused faster than expected and infused for 17 minutes. The customer further stated that there were no adverse effects caused to the adult patient or family members, however the event has caused concern for the clinical team trial. It is currently unclear if this event will impact the investigational data or the patient's ability to remain in the clinical trial.